Event description:
It was reported that the device was only intermittently working during the case. Staff suddenly noticed the handpiece getting overly warmed and found burning at the batteries. Therefore, there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
It was confirmed the device is not available for evaluation in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: smoking from the handpiece. Probable root cause: material/design error; user error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device was only intermittently working during the case. Staff suddenly noticed the handpiece getting overly warmed and found burning at the batteries. Therefore, there was a thermal event.